Event description:
It was reported by the clinician, that while they were using the tubing set, there was a crack in the green section on the cylinder pump that caused blood to spray. More info has been requested.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.